Event description:
It was reported that the battery voltage (bv) was not available on the remote device transmission. It was discussed that the bv reading was attempting to be done at the same time as another test and a value was not able to be viewed for bv. Having the patient send another transmission and the bv will be viewable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 419488 implantable pacing lead 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6); 693565 implantable defib lead 2010 (B)(6). (B)(4).